Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr 36975684 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of filters released in march 2021. Investigation results:the filter is implanted in the patient's body. Nor the implantation accessories either any x-ray films were not returned for evaluation. Conclusion: without any x-ray films nor the implantation accessories, no thorough investigation is possible, and we cannot conclude on the real cause of the incident. There is no upward trend on similar incidents. No corrective action is envisaged.

Event description:
The filter was caught on the end of the sheath during deployment. As a result, a few of the legs misdeployed.